Manufacturer narrative:
(B)(4). No analysis required.

Event description:
It was reported that antibiotic treatment- oral or IV) meets serious injury criteria. This lead was explanted. No additional adverse patient effects were reported.